Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a low blood glucose incident around (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer received emergency medical assistance. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. Customer stated their blood glucose levels normally stay high unless they walk. The customer also mentioned other past low incidents. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.